Event description:
The customer reported that during preparation for a cystolithotomy procedure, his olympus visera elite xenon light source was producing an e103 scope communication error. According to the initial reporter, the physician used another device to complete the intended procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e103 occurred and the lamp was switched to the spare lamp because of a faulty converter. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.